Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system needle removal difficult. The following information was provided by the initial reporter, translated from danish to english: today we have a defect nexiva diffusics. We can´t remove the needle. We have a defective nexiva diffusics that we would like to pass on to you. Picture attached.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 14-aug-2023. H6: investigation summary : our quality engineer inspected the 2 photos and 1 sample submitted for evaluation. The reported issue of needle retraction failure was confirmed upon inspection and testing of the sample and photos. The sample was functionally tested to see if the device could be properly activated. During the testing damage on the cannula caused additional friction that resulted in failed device activation. Bd determined that the cause of the failure was related to our manufacturing process. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system needle removal difficult. The following information was provided by the initial reporter, translated from danish to english: today we have a defect nexiva diffusics. We can´t remove the needle. We have a defective nexiva diffusics that we would like to pass on to you. Picture attached.